Event description:
Consumer alleges she stopped the chair in the hall. When she got up the button hadn't pressed so she was standing and went to make sure the chair was as low as it goes so she could get back in easily. She alleges that she pushed up to lower it and the chair allegedly went forward into the back of her legs and over her left foot. She allegedly couldn't pull her foot out and had to back over it. At which point her legs allegedly gave out and when she allegedly reached behind her to grab the arm of the chair she only reached the joystick area which allegedly bent down and she allegedly fell onto the floor.

Manufacturer narrative:
Device functioned as designed upon return.

Event description:
Consumer alleges she stopped the chair in the hall. When she got up the button hadn't pressed so she was standing and went to make sure the chair was as low as it goes so she could get back in easily. She alleges that she pushed up to lower it and the chair allegedly went forward into the back of her legs and over her left foot. She allegedly couldn't pull her foot out and had to back over it. At which point her legs allegedly gave out and when she allegedly reached behind her to grab the arm of the chair she only reached the joystick area which allegedly bent down and she allegedly fell onto the floor.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.